Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17364). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient presented for device check when the device interrogation was not possible. Several unsuccessful attempts were made to interrogate the device. The device was explanted.